Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of approximately 20 mg/dl with an unknown cause. Paramedics transported customer to the emergency room (ER) where dextrose was used to treat low bg. Customer was released from the ER after a five hours feeling better.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: blood glucose (bg) of 50 mg/dl was entered into the pump by the user on (B)(6) 2019. Otherwise, the lowest bg entered into the pump by the user from (B)(6) 2019was 64 mg/dl. Multiple tubing fills were observed on (B)(6) 2019. If user did not disconnect during the fill tubing step of the cartridge change sequence, insulin would be delivered, and this could cause bg levels to drop. User made bolus requests without entering current bg and while still having insulin on board (iob). Making bolus requests without entering current bg and while still having iob could lead to a low bg event. There is no evidence that the pump experienced a malfunction or failure.